Event description:
The field service representative (fsr) reported that during startup of the alinity I processing module, smoke and an acrid odor were observed coming from the servo rack. The instrument was immediately powered down, and the smoke subsided. Staff were instructed not to power on the analyzer until service was completed. Upon inspection, a component on the 25-amp servo board was found to be melted. The 25-amp servo board was replaced, and the issue was resolved. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) reported that during startup of the alinity I processing module, smoke and an acrid odor were observed coming from the servo rack. The instrument was immediately powered down, and the smoke subsided. Staff were instructed not to power on the analyzer until service was completed. Upon inspection, a component on the 25-amp servo board was found to be melted. The 25-amp servo board was replaced, and the issue was resolved. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and found the charring/melting on the servo driver 25 amp. The fsr replaced the servo driver 25 amp which resolved the issue. There was no fire seen nor any additional damage to the instrument and there was no injury to personnel reported. A review of the instrument service history for serial number (B)(6) revealed no additional issues of charring/melting or smoke related to the servo driver 25 amp. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data for the servo driver 25 amp did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6), or the servo driver 25 amp.